Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding assistance ending therapy which occurred on the homechoice during use during dwell 1 of 4. The hp wanted to end therapy as he had found a leak in the patient line. The hp would start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. He stated that the leak was caused by a user error. There was a tack on the floor by the patient line, and he had stepped on both, causing the tack to puncture the patient line. The leak was caused by this alone, and there was no pre-existing damage on the cassette. There were no allegations made against any of baxter's products. Therapy since has been going well. He had contacted his nurse about the incident, and there were no adverse effects reported in relation to this event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.